Event description:
Catheter was inserted through the nasal cavity and back out through the mouth. Md used catheter for "traction" in removal of adenoids. During the procedure, the doctor was using cautery to stop bleeding. The doctor reported "surgical fire in red rubber catheter during electrocautery". Physical examination showed no thermal injury. The attending nurse reported "red catheter in patient's nose/mouth ignited by cautery being used in mouth". Cut=22, coag=45. H2o applied by surgeon. Catheter was retrieved and presented to acting supervisor. The attending nurse further reported that they talked with the doctor about the possibility of having touched the catheter by mistake with the cautery. The doctor did not feel that was the case. The doctor said it just ignited. Patient was under observation and was subsequently released to go home.